Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customers blood glucose (bg) level was reported to be (184 mg/dl). Reportedly, the last charge the battery depleted instead of charging. It was indicated that the customer would continue to use the pump until the replacement arrives and has insulin pens available as alternate insulin therapy.